Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when treating ischemic stroke, the stent was fully hydrated according to the standard requirements, and the resistance at the mid-distal end gradually increased after the stent was delivered into the microcatheter. Since the patient's blood vessels were not tortuous, the excessive resistance was an abnormal phenomenon. After the microcatheter and stent were withdrawn, it was found that the stent delivery guide wire was bent in the microcatheter and could not be used any further. Considering that the resistance of the stent was too large at the distal end of the microcatheter, replaced the stent with the same model and the original microcatheter was continued to be used. There was no problem in the in vitro test and the delivery was normal after in v ivo. The problem was solved. There were no symptoms reported. The reported device and any accessory devices were prepared as indicated in the IFU. The nihss score was 15 baseline and 4 post procedure. The tici score was 2b post procedure. "IV tpa" was not contraindicated. They made 1 pass with the device. Vessel tortuosity was moderate. Stroke onset to reperfusion time was 145 minutes. Ancillary devices included the phenom21 (model fg13160-0615-1s, lot 228250451) microcatheter. Additional information received that the cause of the resistance was not determined, suspected that the resistance to stent pushing was too great. The main cause might be the stent rather than the microcatheter.